Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that service was required for the device. During service it was noted that the device had a hole in the hose. It was reported that the device was not used in surgery but it is unk whether pt or user injury occurred. There was no add'l info provided.